Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
No updates provided.

Event description:
The manufacturer representative reported that the duraguard head was broken during a procedure at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.